Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) went to the hospital after receiving shock therapy. The physician submitted the device data to boston scientific technical services (ts) for evaluation. A ts consultant reviewed the data and discussed with the physician that the patient appeared to be in sinus tachycardia with 1:1 conduction into the ventricle. As a result, the device delivered both anti-tachycardia pacing (atp) and shocks until therapy was exhausted in the episode. No adverse patient effects were reported. In addition, the ts consultant also noted that in the presenting electrograms, it appeared that the left ventricular (lv) lead, a non-boston scientific product, had intermittent loss of capture. The observations on the lv lead were discussed with the field representative to communicate with the physician. The field representative also reported that prior to receiving the inappropriate therapy, the patient had taken a large dose of erectile dysfunction medication which may have contributed to the sinus tachycardia.

Manufacturer narrative:
(B)(4). The crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.